Manufacturer narrative:
Lancing devices and lancets are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date.

Event description:
The customer stated that she had an allergic reaction to the nickel in the microlet lancets. The reaction caused a rash on her arm that required an allergy injection. The customer stated that she was feeling better, but would no longer use microlet lancets.